Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 5.0 mmol/l. The caller stated that she left the battery out overnight in an attempt to resolve the issue, but when she reinserted the battery, the device alarmed again. She noted that the weather had been hot and she had been sweating while keeping the insulin pump in her bra. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device had cracked reservoir tube lip.